Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the implant did not anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2325pslc-1 batch 15218489 was received for evaluation. Functional testing was performed by moving the inner and outer shafts to look for resistance; no problem was found. Visual evaluation found that the escrew is on the shaft; however, the eyelet and suture were not returned. The anchor's evaluation found a small bend of the last thread, most likely due to the excessive force applied during the insertion. The most likely cause of the reported failure is user error, including improper bone preparation, bending, and/or the use of excessive force during use.